Event description:
This procedure was performed in the right common iliac artery and left common iliac in kissing fashion with placement of overlapping stents in the right common iliac artery. Primus stent advanced thru guide as a result of not crossing, the stent was pulled back thru guide. Physician noticed that stent had then come off of the balloon. Balloon was re-inserted into detached stent and deployed successfully. Physician used another stent and overlapped (8x57) on this patient.